Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthese joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical notes & operative notes received. On (B)(6) 2023 the patient had a left total hip arthroplasty to address osteoarthritis. Depuy components were implanted during this procedure. On (B)(6) 2023 medical records note the patient had was status post left anterior hip replacement with dislocation. It was noted that 6 weeks ago, the patient dislocated their hip and had a reduction.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : clinical adverse event received for dislocation. Event is serious and is considered moderate. Event is possibly related to both device and procedure. Date of implant: (B)(6) 2023, date of event: (B)(6) 2023, (left hip). Treatment: closed reduction/manipulation. The product was not returned to depuy synthes, however photos were provided for review. (B)(4). Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # : (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for dislocation. Event is serious and is considered moderate. Event is possibly related to both device and procedure. Date of implant: (B)(6) 2023. Date of event: (B)(6) 2023. (Left hip). Treatment: closed reduction/manipulation.